Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the ipg became unable to communicate with external devices. Troubleshooting was unable to resolve the issue. As a result, surgical intervention may be undertaken in the future.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2022 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The reported observation ¿ipg communication¿ was confirmed. The root cause of the observation was due to the device having been programmed to MRI mode. The ipg diagnostic logs showed the device appeared to be functioning normally on the observation date. It was noted the device MRI mode had been enabled and remained in MRI mode until analysis. Once MRI mode was disabled, the device exhibited normal functionality including communication testing with a clinician programmer. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed.